Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 256 mg/dl, and was addressed with manual injection. Reportedly, the customer had manual injections available as alternate insulin therapy.